Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the cartridges broke at the time of lens implantation. There was no damage to the patient and had to implant iol with forceps by enlarging incision.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. A non-company lens was indicated. The handpiece and viscoelastic used were not provide. It is unknown if qualified products were used. The product was not returned. Based on the provided information the root cause is most likely related to a failure to follow the IFU. A non-company lens was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).